Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device reached elective replacement indicator (eri) on november 14, 2006, with a monitoring voltage of 2.66v and a charge time of 24.8 seconds. Premature battery depletion was suspected. The device was explanted and a new ICD was implanted without further complication. No adverse patient effects were reported.